Manufacturer narrative:
Device has been evaluated but not repaired. The customer rejected the estimate.

Event description:
The manufacturer received information alleging a ventilator was alarming for a "low inspiratory pressure". There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's air inlet path assembly needs replaced to address the issue.

Manufacturer narrative:
This MDR is being submitted as part of a batch submission of previously closed complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review. The manufacturer previously reported receiving information alleging a ventilator was alarming for a "low inspiratory pressure". There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's air inlet path assembly needed replaced to address the issue. During the evaluation, urethane foam was observed attached to the air inlet path assembly. No repair was done to the device.